Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that the patient programmer would not turn on. The patient stated that she had changed the batteries and did not see any damage to contacts or any corrosion. After reviewing proper battery type and position the patient said that the programmer did turn on. The programmer issue was resolved through troubleshooting. The patient also reported a change in therapy in that she was "peeing all the time." When asked the patient stated that therapy was off, manufacturer call center reviewed with the patient that therapy needs to be on in order for therapy to be effective. The situation was resolved. The patient later reported (11-10-2016) that stimulation was causing her pain and that she is still not getting therapeutic benefit from the ins. Turning stimulation off resolved the patient's pain. The patient reported that she still goes through a lot of depends and that she does not drink fluids to avoid incontinence. The lack of fluid intake caused the patient to be hospitalized for dehydration. The patient stated that because stimulation is not working and causing her pain she may decide to have the device taken out. The patient reported that she received good therapy from the trial and does not understand why the implant is unsuccessful. Patient status is unknown at the time of this report.

Manufacturer narrative:
The patient outcome code should have been updated to (B)(4) to reflect the hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.